Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. It was reported that cartridge change error occurred. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 356 mg/dl.